Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the stored atr episodes and discussed that the noise appeared to be consistent with respiratory response trend (rrt) oversensing and discussed programming the rrt feature off until a revision can be performed. A lead fracture was suspected. The rrt sensor was programmed off and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported.